Event description:
The treating doctor is reporting the patient's tooth ur5 fractured and required extraction. The patient did not require further medical intervention, and no medications were prescribed.

Manufacturer narrative:
The current instructions for use contains the following: "precautions - a tooth that has been previously traumatized or significantly restored may be aggravated. In rare instances, the useful life of the tooth may be reduced, the tooth may require additional dental treatment such as endodontic and/or additional restorative work, and/or the tooth may be lost.". No root cause was provided, however, the treating doctor shared that the treatment could have aggravated the condition of the tooth (pre-existing condition). Align's clinical review of available records confirms that the tooth had undergone prior endodontic treatment and presented with a large restoration consistent with a crown, which appeared poorly adapted on the mesial aspect.. No conclusive evidence has been provided that supports or opposes whether the invisalign system aligners caused or contributed to the tooth loss (permanent damage) and the invisalign system aligners were being used. Therefore, an MDR is being filed in the united states per 21 cfr 803.